Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 (the date bsc was first made aware of the event) as no event date was reported. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached from the suture. It was not reported if/how the detached dart was removed from the patient and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.